Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a heavily calcified annulus and left ventricular outflow tract (lvot), the valve was deployed at a depth of approximately 3-4 millimeter (mm). The valve dislodged after the final release. A second transcatheter bioprosthetic valve was implanted deeper uneventfully. No additional adverse patient effects were reported.